Manufacturer narrative:
Per the tandem user guide: the transmitter battery will last at least 6 months. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter had been in use longer than 6 months; customer support instructed customer to change transmitter. No additional patient information was available.